Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) in drain 4 of 4 on the homechoice (hc). The home patient (hp) stated he had disconnected and forgot to press stop before disconnecting. Hp also reported he reconnected and then alarm occurred. Technical service representative had hp cycle power and disconnect from machine and contact nurse. Hp stated he will finish with a manual exchange. No patient injury or medical intervention was reported at the time of this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 4 of 4 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).